Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced ¿air coming from the cassette.¿ this occurred during an unspecified process step of automated peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. It was not reported if a system error occurred. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services reviewed proper procedures per the user manual with the nurse. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.